Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a set with a "bubbling" of the silicone segment. The event occurred during an infusion and there were no IV flushes or pushes given. There was no patient or event details were provided by the customer.